Event description:
As reported to coloplast though not verified, the patient implanted with supris suprapubic on (B)(6) 2009. Later, patient experienced pain and physical deformity, permanent injury and has undergone and will likely undergone additional surgery or surgeries.

Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify this report. (B)(4): device still implanted.